Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828164; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828164; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828164.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place on (B)(6) 2023 wherein the patient¿s 3 leads and ipg were explanted to address the issue. Reportedly, the physician was unable to explant the fourth lead due to scarring. Investigation was unable to determine which of the lead attributed to the issue.